Manufacturer narrative:
UDI - the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device has not returned to the manufacturing facility. Therefore, the investigation was based upon the user facility information, the returned photo and the retention samples. The referenced photo showed a one piece catheter assembly connected to a heplock. The catheter tube was observed broken near the hub tip. Traces of blood were noted on the sample. The tip of the remaining catheter tube at the hub was noted flattened where the edge of the catheter tube was widened with pointed corners. Based on the results of our investigation, the exact root cause of the complaint could not be determined. It was likely that the tube was cut during usage since the reference photo of the broken end of the tube was flattened wherein the edge of the tube was widened with pointed corners. Verification on retention sample showed no defects found such as crack, pinhole, scratch, bent and broken parts on catheter tube that would lead to catheter tube breakage. No damaged or deformed catheter tube that might lead to the complaint. Retention samples were also evaluated for catheter tube and catheter hub fitting force. All samples passed. Incoming inspection for the catheter tube raw material is being conducted through verification of inspection report and certificate of analysis from our supplier. We also have two stages of 100% visual inspection. The first station covers the overall condition of the product. The second station covers inspection of catheter tip and needle tip condition and the distance between catheter tip and needle heel. Thus, defects on catheter tube such as scratch, hole, crack or partial cut can be detected during these processes. In addition, lot history file showed that no non-conformities or troubles related to the complaint was encountered. Furthermore, qc conducts visual inspection to check product quality prior shipment. No nonconformity related to the complaint was noted. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that the catheter tube was detached and stay in the patient's body. The broken portion was surgical removed. The patient was stable after the surgery.

Event description:
Additional information was received may 27, 2019: "on (B)(6) 2018, noted with oozing and leakage from angiocatheter site at right antecubital fossa. At 12 noon on (B)(6) 2018, while off angiocather at right antecubital fossa, broken angiocatheter was found with only 2 mm tip left upon removal."

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information to the b5 section and to provide additional investigation results in the h10 section. Based on the results of our investigation, we cannot identify the cause of the problem to be related to our products or production process. Based from the appearance of actual sample and from the result of simulation, the nature of the complaint is not related to re-insertion but most likely similar with cut tube. This is the first time we received this kind of condition of broken catheter tube from tcl market. We have not encountered breaking or tearing of the catheter tube in our process. The catheter tube is made up of material which has high tensile strength and does not break easily even when a strong force is applied. Different test confirmations as well as simulation showed that it is more probable that the tube will be completely detached from than hub rather than to be broken when force is applied. Furthermore, simulations also revealed that if the catheter tube was puncture or initially damage prior the application of force, the tube breaks easily at the puncture site but both ends of the tube elongates / stretched. Additional simulation was conducted to further justify the investigation. The simulation was conducted at sr6 flange station since it is the only station that apply heat. Gradual increase on temperature was set at flange formation with different levels of temperature to confirm possible melting of the catheter tube. Result showed no melted catheter tube. Simulated samples were tested for catheter and catheter hub fitting force to confirm catheter tube will be break and if the appearance is similar to the complaint. The catheter tube was stretched/elongated.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to the h3 section and to provide the completed investigation results. In the initial report it was reported that the actual sample would be returned however, the actual sample will not be returned for investigation. Therefore, the investigation was based upon the user facility information, the returned photo and the retention samples. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.